Event description:
The event involved a spinning spiros® closed male luer, red cap where it was reported a patient came in overnight due to blinatumomab line breaking. The spinning spiros became disconnected from the blina line even though it should be clicked in and unable to come apart. New bag was primed and started. There was patient involvement and no serious harm or no adverse event was reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot number was not provided. A device history lot review cannot be performed. D4: only di provided as lot number is unknown. Additional reporter: (B)(6).